Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on the patient sample on the advia centaur xp instrument. The calibration and quality controls (qc) recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed the preventive maintenance procedure (pm) on the instrument. The cse verified the alignment of the reagent and sample probes; and lubricated all diluters, probe fuses, the sample syringe and probe spindles. The cse checked the pinch valves and replaced the pinch valves and tubing of aspiration probes. The cse cleaned the waste reservoir and checked the wash performance. When the siemens specialist arrived at the customer's site, the instrument data for these samples were no longer available and there was not enough sample for further investigation. Precision testing was performed on 2 patient samples and they recovered acceptably. A sample specific issue potentially contributed to the discordant total hcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on a advia centaur xp instrument. The discordant result was reported to the physician and was questioned by the physician. On (B)(6) 2020, the sample was redrawn and run on the same instrument. On (B)(6) 2020, the initial sample and redrawn sample were also repeated on the same instrument. On (B)(6) 2020, the samples were recentrifuged and repeated ten times. The repeat results were lower than the discordant result. The repeat result of <2.0 was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated total hcg result.